Manufacturer narrative:
There is more information on the device evaluation. The device history record review confirmed that device conformed to specifications at the time of shipping. Though it was within the target range, independent laboratory culture test performed for olympus confirmed growth of microorganism for the device. The culture tested after reprocessing in accordance with instructions for use (IFU) before repair, by an independent laboratory for olympus found in channel rinsing water 1 cfu/100ml gram positive bacteria. Upon device evaluation, some nonconformities of the device were identified. However, it cannot be said if they had any bearing on the positive culture test. Root cause of the event cannot be conclusively determined, but is unlikely to be related to the device. It may be possible that reprocessing conducted by the user was deviated from the reprocessing recommended in IFU or contamination occurred at microbiological sampling. The IFU includes the following statements: reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
This device is not sold in the USA, therefore does not have a FDA 510(k) or UDI. However, a similar device is sold in the USA; as such, this medwatch is being submitted for this event. Information of the initial reporter is not yet available. This device was returned to olympus for further investigation of event of positive culture test finding. Device evaluation is not yet performed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer, the device tested positive for pseudomonas aeruginosa after a routine culture test for microbes as required by regulation in france. There is no adverse impact or infection, nor contamination nor any other deterioration in health of any patient or anyone else as a result of this event.

Manufacturer narrative:
Additional information has been received from the customer and information has been received via the test results for microbes. Device evaluation is completed. This supplemental report is being submitted to provide this information. Please see the updates in sections. Customer will not provide any information for the initial reporter. The microbes in the customer test results were found in the biopsy channel and the air/water channel. Customer provided some information on the reprocessing that takes place at the facility. Detergent used for pre-cleaning is salvanios premium (anios). No information provided for manual cleaning. Automatic endoscopy reprocessor (aer) used is medivators isa-cantez. Detergent used with aer is intercept plus, and disinfectant used is rapicide pa a+b. Endoscopes are stored in surestore cabinet. Maintenance company is olympus. The results obtained by olympus via an independent laboratory comply with the target level defined in the regulations of (B)(6) of (B)(6) 2016, for all channels of the device for revivable microorganisms. The positive test results for microbes was not confirmed. Device evaluation is completed. Upon inspection and testing the following were observed: scope connector case is cracked. Insulation at distal end and insulation insertion tube values are both out of specification. Light guide bundle fibers are heavily broken causing low light. Distal end rubber insulation adhesive is worn out. Switch button rubber 1 is worn. Angulations are out of specification. Biopsy channel worn. Device evaluation is ongoing. Supplemental report(s) will be filed as the information becomes available.